Event description:
Based on the info provided, the implant inserter broke while repositioning the cage. The case was completed and the pt is in good condition.

Manufacturer narrative:
The instrument was returned for evaluation, but the implants were discarded at the hospital. Based on additional info was gathered from the distributor, it was discovered that the implant inserter broke because of sequence of events where the bone screw stripped fist and the doctor was trying to pull the interbody device while the screw was still anchored into the bone causing the inserter to break. It can be concluded that the primary cause of the implant inserter failure was stripping of the bone screw. The bone screw is designed to withstand a certain amount of insertion torque. The maximum insertion torque test was performed in addition to torqe testing which exceeded the maximum torque. No failures were observed. After completion of the torque test, simulated testing performed with the implant inserter and bone screws, without striping the drive feature. Based on the analysis and info provided, it can be concluded that the cause of the complaint is related to misuse of the device.